Manufacturer narrative:
Reliability analysis evaluated 8 opened/used reservoirs. Performed fill 7 of 8 reservoirs. Both reservoirs passed per spec. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected locked in place properly. Conclusion: no air bubbles remaining 1 of 8 reservoirs failed. Unable to pre-fill.

Event description:
It was reported that the reservoir had many air bubbles. Customer's blood glucose was 5.6 mmol/l. Customer was advised the reservoirs will be replaced. Customer agreed to return the reservoirs for analysis.